Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was implanted on (B)(6) 2011 and taken out one week later due to infection. Additional information has been requested but was not available at the time of this report.